Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9196449, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe scale marking issue. The probable cause for the occurrence is related to failure at printing system at the marking machine, allowing the defect product flow of the process. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It was reported that bd plastipak¿ 20ml syringe luer slip had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: syringe is with the scale marking light.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 20ml syringe luer slip had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: syringe is with the scale marking light.